Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 123 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to loose motor support disk causing the home switch to misalign with the motor slide pad. The insulin pump was unable to perform the displacement test and verify prime alarm due to motor error alarm during rewind. The motor passed motor test. The insulin pump received with missing end cap sticker, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.